Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "network disconnect error" after an ungraceful shutdown. No harm or injury was reported. When the power outage occurred, it force shutdown the cns.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "network disconnect error" after an ungraceful shutdown. No harm or injury was reported. When the power outage occurred, it force shutdown the cns.